Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, they used a handle and 7 reinforced cartridges for segmental resection of lung. For the third firing, the surgeon tried to fire the device, however could not. The procedure was completed with another device. The status of the patient is no problem.